Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reaction occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.

Event description:
It was reported that dermabond was used to close 5 incision on the abdomen. The patient developed a rash and hives originating at the incision sites. The patient was treated with a topical steroid and benadryl. The symptoms got better but the patient still complains of a rash on her back and stomach. As per follow-up on 11/06/2007, the stomach lap band procedure was two months earlier. At the time, the patient has had an allergic reaction to something that she had drank and was given IV benadryl. The type of skin prep used prior to application of dermabond is unk. Ten days later, the patient developed a red, bumpy, itchy reaction at the incision sites where dermabond had been applied. Over the next days, it spread all over the body. Dermabond could not be removed due to the healing process, so the dr. Prescribed a cream. The cream didn't work and the patient went to a dermatologist which prescribed a stronger cream and oral benadryl. The areas have healed but the skin is still lightly discolored and itchy. The patient continues to use the cream on the incision sites.